Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: review of the black box data did not reveal any records of power interruption. The battery compartment was confirmed to be cracked with moisture corrosion inside the battery compartment. The returned battery cap was intact, measured within specifications, had no damage and was able to fit securely to the pump. When the pump was powered on, power loss and rebooting were duplicated. The power issue also occurred when using a new test cap on the pump during the investigation. Moisture damage was found inside the pump¿s interior compartment on the printed circuit board. Investigation duplicated the complaint; power issue due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the patient was changing the battery when they noticed corrosion inside the battery compartment and a crack on the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.